Event description:
An event occurred on an unspecified event date involving an IV tubing reported that there was a range of black and brown dots found inside the drip chamber and also found inside the area where the drip chamber was narrowed into the tubing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No product has been returned. The device evaluation will proceed with the available information with results sent in final report. D4: only di provided as lot number is plots. 14860537 - mfg dt: 01/30/2026, exp dt: 01/01/2029. 14843690 - mfg dt: 01/16/2026, exp dt: 01/01/2029. 14371974 - mfg dt: 06/04/2025, exp dt: 06/01/2028. Additional contact information (B)(6).